Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a patient who was implanted three years ago for complex regional pain syndrome (crps). It was reported the patient had a heavy fall six weeks ago with some impact to the implant. It stopped working and was showing an error symbol (a blacked out oval with an arrow coming out each side). The patient experienced a loss of stimulation and it was affecting her ability to work. The manufacturer representative could not find a screen that matched the description but said it sounded like battery damage.

Event description:
Additional information received from the manufacturer representative reported the meaning of the error symbol could not be determined as the patient's description did not match any of the icons. It was also reported that it appeared the fall did not affect the implant. The patient was seen in the clinic and the manufacturer representative used the patient programmer to communicate with the ins and it communicated fine. The manufacturer representative was able to sync with the patient's ins and turn it on to establish therapy. This was confusing to the patient as she said she could not communicate with her ins. However, the patient was relieved that everything was working ok. The issue was resolved. Also, everything looked fine with the ins was interrogated with the clinician programmer. The manufacturer representative's only conclusion was that the patient was perhaps not pressing the sync button. It was believed the patient was still doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.